Event description:
It was reported that deflation issue occurred. The target lesion was located in the carotid artery. A 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon deflation time was slow. The procedure was completed with this device. No patient complications occurred.